Event description:
Allegations were made that product was defectively designged, manufactured and marketed and if failed to have appropriate warnings affixed thereto thus resulting in patient being rendered permanently injured and disabled. Catalog number and lot number information was not provided.